Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/5/2024, an FDA medwatch notification was received via email. A facility representative reported that the tip of the drill bit from an ar-9929bc-cp biocomposite achilles pars kit broke off into a few pieces inside the patient's heelbone. The surgeon extracted the pieces manually using the available surgical instruments. This was discovered during a procedure on (B)(6) 2024. Additional information received on 12/12/2024: during the drilling process on the lateral aspect of the calcaneus, the drill bit broke. The k wire was removed, and all portions of the drill bit were removed, with confirmation on intraoperative fluoroscopy. This was discovered during an achilles tendon repair with arthrex pars with a suture bridge.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.